Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar instrument was analyzed and confirmed initial fa findings, the instrument exhibits a broken molded insulator on the upper grip. The instrument was transferred to engineering for further inspection and no additional findings were observed. The grip base of the grip with the broken molded insulator was inspection for torsion, and no torsion was observed. The complaint was confirmed by failure analysis. The probable root cause may be attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have broken molded insulator on the upper jaw. The broken piece measured approximately 3.25 mm x 9.00 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The detached fragment was a result of the broken molded insulator. The broken piece was not returned. In addition, it was noted the instrument¿s upper grip tip became dislodged because of the break and was also not returned with the instrument. The complaint was not confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a damaged jaw. The procedure was completed with no reported injury.